Event description:
Healthcare professional reported "deflation". Later patient reported "capsular contracture with an unknown baker grade". This record is for the left side. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through the "summary report of 3rd quarter 1996" sent on 29/oct/1996. Clarification to d6a implant date: implant date was reported as (B)(6) 1992, but this is before the manufacturing date of the device. 1/aug/1992 is a partial implant date of 1992 adjusted to align with the manufacturing date of 14/july/1992. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (broken on the plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade unknown.